Event description:
It was reported that an ilet user experienced persistent hyperglycemia for several hours, with glucose values progressing from the low 200s after breakfast to 335 mg/dl on the pump, and confirmed by fingersticks at 380 mg/dl and later 399 mg/dl; the user reported not using meal announcements to address highs and planned a supply change. Symptoms included no physical complaints aside from frustration. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included customer troubleshooting and education on managing high glucose and use of meal announcements. Investigation of this case revealed no device alarms or malfunctions reported and no component failure identified, with user technique and meal announcement practices considered as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.